Event description:
Size 8 shiley trach tubes x 2, failed pre-insertion leak test; both trachs inflated with 15 ml air and discovered to be leaking, third trach tube passed the leak test and was inserted without incident.

Manufacturer narrative:
To date, the sample device reported has not been returned to/or received by the MFR for failure investigation. The lot numbers were provided and the device history records were reviewed, and there were no nonconformance reports for the lots during the manufacturing process. Possible causes of this failure mode may include user/mishandling and/or anatomical anomalies of the pt airway such as sharp edges of cartilage. Below is a list of all MDR access numbers for 8dct tracheostomy tubes coded with the same failure mode: leak cuff. Tracking no: report number: 2936999-2005-000018, 060, 153, 342, 344, 2936999-2006-00040, 465, 485, 777, 899, 2936999-2007-00160, 2936999-2007-00416, 2936999-2008-00013, 017, 150, 198, 353. The improvement of the preventative maintenance procedures including inspection and replacement of the mfg equipment, components and fixtures was implemented as a corrective action to prevent damage during the cuff mfg process.